Event description:
Cardiac catheterization procedure ended with deployment of perclose vascular closure device. Device remained deployed in right femoral artery and physician was unable to withdraw it. This required surgical removal of the device.